Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The device was unable to prime at 2.5 pounds during prime test due to faulty force sensor resistor. There was no moisture damage on the electronic, motor, reservoir tube, vibrator and battery tube assemblies during visual inspection. The device had minor scratches on the lcd window and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 500 mg/dl. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer advised insulin drips when they press act button. Customer advised they are stuck in preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.